Event description:
The device reported a low lead impedance. Noise was also observed on the egms. The lead was capped.

Manufacturer narrative:
No medwatch form was received.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
A partial lead was returned, cut at 27.5 cm from the connector pin. Analysis found the is-1 connector outer insulation abraded at 8 cm from the connector pin. The is-1 connector proximal coil was melted in this area. The lead abrasion is consistent with that produced by friction with the ICD can.